Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Impella 5.5 with smart assist for use during cardiogenic shock: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ publication citation: sharma, s., ruiz, j., garg, p., leoni, j., patel, p., nativi, j., lyle, m., & goswami, r. (2024). Impella 5.5 in left ventricular noncompaction syndrome as bridge to heart transplant. Jhlt open, 4, 100051. Https://doi.org/10.1016/j.jhlto.2023.100051.

Event description:
The publication entitled: "impella 5.5 in left ventricular noncompaction syndrome as bridge to heart transplant" reports a cerebrovascular accident of unclear etiology, inclusive of either bypass, peri-aortic clamp calcification, transient hypoxia, and/or impella explant. No patient information or device information was provided.